Event description:
Reporter alleged blood glucose measure 496 & 511 mg/dl testing back to back at 6 pm. It was stated the customer was not feeling well, so paramedics were called and arrived within 15 minutes where their device then measured 39 mg/dl. Reporter stated paramedics treated customer with a glucagon shot and customers' glucose was stated to return to "normal", value not provided, an hour later. No other actions or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacent product was sent.